Manufacturer narrative:
The manufacturer's service representant performed an onsite investigation. A fuse was replaced in the monitor and in the generator. The system operates as intended.

Event description:
The customer reported that two fuses had blown in the 7900 system. No pt injury was reported.